Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge. (B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and with the cartridge body and alignment tabs damaged. It is possible that the tabs were damaged due to an improper loading / unloading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.